Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited low pacing impedance and high capture threshold. During the procedure, it was found that the atrial lead had insulation breach. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.